Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 14f amplatzer amulet delivery sheath. It was noted that the patient had a pericardia effusion. The caused of the pericardia effusion was unknown and it is also unknown if treatment was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During the procedure, heparin was administered, and the patient's activated clotting time (act) levels were greater than 250 seconds. The location of the transeptal puncture was inferior/posterior. The wire was positioned in the upper pulmonary vein. The device was partially recaptured twice before being successfully implanted. After the procedure, protamine was administered. Less than 48 hours post procedure, a circumferential pericardial effusion with cardiac tamponade measuring 2cm was observed. A pericardiocentesis was performed. The cause of the pericardial effusion was unknown. The patient status was reported as stable.

Manufacturer narrative:
H6 - adverse event problem: health effect - impact code: removed code 4648 insufficient information. It was reported that a circumferential pericardial effusion with cardiac tamponade measuring 2cm was observed within less than 48 hours of amulet implant procedure. Information from field indicated that during the procedure heparin was administered, and the patient's activated clotting time levels were greater than 250 seconds (in therapeutic range). Field also indicated that the device was partially recaptured twice before successful implant and protamine was administered after the procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported patient effects pericardial effusion and cardiac tamponade could not be conclusively determined. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed. The patient status was reported as stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.